Event description:
It was reported that the patient underwent a spinal surgery. Two of pedicle screws were broken post op. According to the surgeon, the patient had fallen post op, but it seemed that the fall did not affect his/her motor functions. The patient reported had some neurological symptoms. A revision surgery was performed 9 months post op to remove the broken screws. At the revision surgery all implants were removed. No other complication was reported.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# g8293430, lot w06a0720, expiration date 01/13/2014; lot w06j2168, expiration date 10/11/2014; part g8293535, lot 0044969w, expiration date 08/05/2017; part g8293530, lot 0089236w, expiration date 04/08/2018. These parts are not approved for use in the united states; however a like device catalog # 8293430, 510k # k031967; part 8293535 and 8293530, 510k # k030285 were cleared in the united states. The manufacture date for lot w06a0720 is 02/16/2006; the manufacture date for lot w06j2168 is 11/06/2006; the manufacture date for lot 0044969w is 08/12/2009; the manufacture date for lot 0089236w is 04/16/20110. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed.